Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 410 mg/dl associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and was treated by their health care provider with insulin via the pump. The patient also received phone advice by their health care provider. During troubleshooting with customer technical support, it was noted that the basal rate was adjusted. It was also noted that the patient woke up with the pump not delivering insulin due to a loss of prime. The patient stated they called the health care provider and they were advice to take an injection to bring the bg down along with continued use of pump therapy. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.